Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012 it was reported that the battery in the infusion device only lasted for 2 weeks and the infusion device never displayed w2 (battery low). The patient has had elevated blood glucose levels for 2-3 weeks. Her normal blood glucose level is 150 mg/dl. On (B)(6) 2012 the patient's blood glucose rose to 420 mg/dl and she felt sick, had abdominal pain, and had a headache. The patient thinks that the infusion device does not deliver enough insulin. She was able to correct the elevated blood glucose level with the infusion device. On (B)(6) 2012 her blood glucose had risen to 270 mg/dl and she was again able to correct the blood glucose level with the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.